Event description:
As per ansm (n° r2606192): patient was implanted with a 3dmax mesh on (B)(6) 2024. Date of occurrence: 19-sep-2024. Description of incident: period of occurrence since (B)(6) 2024. Pain since prosthesis insertion following right inguinal hernia operation. Current patient status: increasing pain despite consultations with several doctors. Neurologists do not believe my pain. Pain comes and goes but returns in a strange way, becoming more and more diffuse as time goes on. Actions taken in the healthcare facility to manage the patient: nr.

Manufacturer narrative:
As reported, the patient experienced pain post implant of 3dmax mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Pain is identified as a possible complication in the adverse reactions section of the instructions-for-use, supplied with the device. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.